Event description:
This case was initially received via regulatory authority (B)(6) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), sinus disorder ("problem with sinus") and facial paralysis ("drooping face, especially on right side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), anaemia ("anaemia"), fatigue ("crushing fatigue"), speech disorder ("speech, memory and visual disturbances"), memory impairment ("speech, memory and visual disturbances"), visual impairment ("speech, memory and visual disturbances"), auditory disorder ("problem with hearing in right ear"), sinus disorder (seriousness criterion medically significant), polyp ("polyps"), musculoskeletal pain ("muscle and joint pain"), vaginal infection ("recurrent vaginal infections"), eczema ("eczema on soles of feet"), respiratory disorder ("respiratory disturbances"), alopecia ("major hair loss"), onychoclasis ("splitting nails"), onychomycosis ("mycosis of toenails") and facial paralysis (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy for removal of essure and operations on sinuses). Essure was removed. At the time of the report, the abdominal pain, anaemia, fatigue, speech disorder, memory impairment, visual impairment, auditory disorder, sinus disorder, polyp, musculoskeletal pain, vaginal infection, eczema, respiratory disorder, alopecia, onychoclasis, onychomycosis and facial paralysis outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, anaemia, auditory disorder, eczema, facial paralysis, fatigue, memory impairment, musculoskeletal pain, onychoclasis, onychomycosis, polyp, respiratory disorder, sinus disorder, speech disorder, vaginal infection and visual impairment with essure. The reporter commented: appointment in ent, allergy, cardiology and gastroenterology. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: not reported. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 10-aug-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1112 case. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.